Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The patient was treated with intraperitoneal injection vancogen (eight grams, frequency and duration not reported) and fortum (four grams, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Action taken with dianeal therapy was not reported. It was not reported if the patient was retrained on aseptic technique. No additional information is available.